Manufacturer narrative:
(B)(4). Concomitant products: guide wire: traverse, filtrap filter; guide cath: mach 1 6f fl3.5. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial artery access approach during an angiography procedure a dissection occurred to the ostium of the left main and an emergent percutaneous coronary intervention (pti) was performed. After a traverse guide wire was positioned in the left anterior descending artery (lad), thrombosis was noted using intravascular ultrasound (ivus). Two (2) non-abbott filter guide wire devices were positioned across the lad and circumflex (cx). A 4.0 x 8 mm multi-link 8 (ml8) stent delivery system (sds) was advanced over the non-abbott filter shaft located in the lad, however, the ml8 met resistance and became stuck outside the anatomy on the shaft of the filter after 10 - 15 cm had been advanced. The devices could not be advanced nor retracted; the physician cut the ml8 shaft about 20 cm distal to the proximal end and the ml8 was removed without issue. It was noted that outside the anatomy the stent implant of the ml8 dislodged when touched and the shaft was also kinked. A different 4.0 x 8 mm ml8 was advanced over the non-abbott filter guide wire in the cx and was successfully implanted in the ostial cx. Although it was noted that the thrombosis was related to the dissection no information was provided about the treatment of the lad. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgment and difficult to remove were confirmed. The reported difficult to position could not be replicated in a testing environment due to the condition of the returned device. The reported kink could not be confirmed as the proximal portion of the device was not returned. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty positioning or removing from the guide wire, kinked shaft, or stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent information received states the dissection and thrombus were treated using a non-abbott filter and a 4.0 x 08 mm multilink 8 stent. No treatment was performed to the left anterior descending artery as there was no lesion there. The final patient outcome was good. No additional information was provided.